Event description:
During evaluation of a returned spectrum infusion pump, the device keypad has a delayed or intermittent output. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to keypad delay after the keys were pressed. Service evaluation verified the keypad delay after the keys were pressed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.